Manufacturer narrative:
Foreign zipcode: (B)(6).

Event description:
It was reported that a 3.8mm gold awl used to create bone tunnel. As footprint anchor was being advanced, proximal portion of anchor was noted to crack/snap. As anchor was retrieved and inserter withdrawn, tip of shaft inserter was noted bent. Another anchor was used after this one and was implanted successfully. Procedure completed without any other incident. Broken anchor and inserter retrieved. There was no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) 4.5 mm suture anchor returned. The complaint relayed that the anchor cracked or snapped and that the inserter was found bent afterward. The insertion device was returned with no suture. The anchor was returned but fractured into two pieces. The larger portion was no longer attached to the inserter. It was fractured at the proximal end where it seats onto the inner insertion shaft rod. One tier of barb was found still attached to the inserter. The inner rod was found bent 90 degrees. The symptoms are consistent with loss of axial alignment. A functional evaluation was performed and the torque limiter functioned as intended. The torque limiter functioned as expected. Audible click is heard with rotation and advancement of the inner rod. There was no other obvious damage to the device. No root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.